Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ring holding the liner fell off and instruments have wear and tear due to over the years of use. It did not happened in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the impacted products had an unknown allegation. It did not happened in surgery. Additional information received : there is no lot code on them. The ring that holds the liner fell off. Cannot identify the instruments sent back were getting complaints from multiple doctors due to the wear and tear over the years. The product was returned to depuy synthes for evaluation. Visual inspection of the returned pin trl lnr neut 600dx36id found that a small trial section near the insert attachment point was broken. Broken piece was not returned as well as the ring and screw, it is suspected that the broken condition caused their detachment. The observed condition of the device appears to result from a combination of heavy use and exposure to unintended forces, such as over-tightening the threaded insert during use. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 600dx36id would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to fragments were not returned. Corrected: h3.